Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff had to move the patient to another room, where physician completed the procedure without further incident. Customer provided no patient or procedure info other than to state the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.